Event description:
During a laparoscopic hysterectomy and salpingectomy, the rumi uterine manipulator came apart during use while inside the patient. At time of removal the cup portion was still inside the patient, and was found and removed. Upon inspection the device does not appear to be broken, but did come apart. No harm came to the patient, all pieces removed at conclusion of procedure.